Event description:
It was reported that the patient presented to the emergency room feeling symptomatic due to loss of ventricular capture. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.